Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 470mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 209mg/dl. Customer had symptoms like ketone stones. Customer performed troubleshoot for high blood glucose and found that drive support6 cap was normal, insulin exited at qr. Customer advised to replace the insulin pump if blood glucose continue to happen. Insulin pump will not be return for analysis.